Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter, resulting in lost signals. Additionally, the insulin pump had a short battery life, requiring batteries to be changed every three days. The customer also reported an unexplained no delivery alarm, the insulin pump rejected new batteries and the rewind took longer. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-7040a, mmt-7841zn, mmt-332a, mmt-1884l. Troubleshooting was not performed for the loss of communication, short battery life, rewind anomaly and battery failed alarm. Troubleshooting was not performed as the customer reported the event insulin flow blocked alarm that occurred in the past. No harm requiring medical intervention was reported. No product return is required for mmt-242a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08705 inches. Rewind functioned properly and no unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected failed battery alerts noted. Battery cycle 7.0 received the lowbatteryalert (104) on 05/23/2025 19:19:00 faster than expected at 6.06 days. The pump was paired with guardian link 3 (gl3) transmitters (gt-89074454n) and a test plug. The pump initiated the start new sensor (sensor warm-up) cycle without errors. The pump was calibrated to a programmed test value properly. The pump was monitored for several days while connected to the transmitter and the test plug no unexpected pump to transmitter communication errors, lost sensor alarm, or additional sensor related errors noted. There were not any no delivery (insulin flow blocked) alarms found in the downloaded pump history and pump diagnostic trace files. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Customer experienced an unexpected power loss of less than 7 days per the pump history records, fault isolated to the electronics. Insulin flow blocked alarm and rewind complaints are not confirmed. Loss of pump to transmitter communication {lost pump signals (no com pump to xmtr)} complaint is not confirmed. Rejecting new batteries (failed battery alarm) complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.